Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark screws fractured post-operatively. The patient is experiencing some discomfort however, there are no plans for revision surgery at this time. This report represents the second of the two screws.

Event description:
It was reported that two ozark screws fractured post-operatively. The patient is experiencing some discomfort, however, there are no plans for revision surgery at this time. This report represents the second of the two screws.

Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device remains in the patient. However, a lateral x-ray was provided. Upon review, it was observed that there was a screw fracture at the caudal end of the construct. The reported screw fracture at the cranial end of the construct was not as evident. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The ozark guide and view surgical technique was reviewed and the following relevant information was identified: it is the physician's responsibility to adequately instruct the patient that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. As the screws were not available for evaluation, the root cause could not be determined. Non-union may have contributed to the failure. However, based on the radiological images provided, it could not be determined if fusion was achieved.